Manufacturer narrative:
H10: multiple attempts have been made on 16jan2024, 23jan2024, and 30jan2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that the screen was blank. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the screen was blank. The customer attempted to use a light crystal display (lcd) but this did not resolve the issue. The remote service engineer (rse) then advised the customer to replace the user interface (ui) printed circuit board assembly (pcba). The rse provided the customer with the part number for the ui pcba.